Event description:
It was reported that on (B)(6), on a selenia dimension, after re-centering the tomo arm multiple times, the tomo arm began to move independently of the c-arm and complete the tomo sweep properly without moving the c-arm. The c-arm did not move with the tomo arm for the rest of the calibrations. A field engineer inspected all cables and gears, and no signs of damage or misalignment were observed. The issue did not happen again for the remainder of the calibrations. It was assumed that the tomo brake was stiff from manufacturing, or the covers on the c-arm tunnel were rubbing together causing enough friction to move the c-arm. The c-arm did not move during the rest of the calibrations. Many tomo exposures were taken at all angles to confirm the c-arm did not move during the tomo sweep. No injury was reported. No additional information available.

Manufacturer narrative:
It was reported that during installation on (B)(6) 2024, the c-arm was moving while attempting to take a tomo image. The tomo arm was re-centered multiple times, and after multiple attempts it began to move independently of the c-arm to complete the tomo sweep properly without moving the c-arm. The c-arm remained stationary throughout the remainder of the calibrations after the initial issue. A field engineer (fe) inspected all cables and gears and found no signs of damage or misalignment. The problem did not recur during the tomo brake calibration process. The fe identified a possible cause related to stiffness of the tomo brake. Numerous tomo exposures were taken at various angles to ensure the c-arm remained stable throughout the tomo sweep. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the calibration process. No components were replaced; therefore, no parts were returned for further investigation. This issue occurred at system installation. No components were replaced; therefore, no further investigation required. The probable cause of the uncommanded movement is due to an issue with the tomo brake. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the uncommanded c-arm motion could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the tomo brakes. The complaint review identified the tomo brakes were original to the system therefore, the DHR was reviewed. There was no discrepancy related to tomo brakes. The tomo brakes were installed on this gantry and the tomo brake passed verification testing with no issues noted. System product code: 3dm-sys-std serial number: (B)(6) system manufacture date: december 6th, 2023 system installation date: (B)(6) 2024 unique device identified (B)(4).